Event description:
Additional information received indicated the device was an unknown biologic and unclear who was the manufacturer of the device. The physician did not see any device in the bladder so nothing was removed. He did implant another sling during this surgery. The physician reported the patient was doing fine.

Event description:
It was reported the patient experienced overactive bladder. It appeared that the mesh had gone through the dome of the bladder. No further patient complications were reported in relation to this event.